Event description:
The customer reported via phone call indicating that the insulin pump had a off no power anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that it does not work even if he/she put the battery.

Manufacturer narrative:
The insulin pump received with blank display due to corroded battery cap contact. Used a test battery cap, insulin pump passed all operating currents tested within the specification range and passed off no power test. No off no power anomaly noted. The insulin pump received with cracked battery tube thread and cracked case near display window corners noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.